Event description:
It was reported that there was a loss of therapeutic effect for about a year and the patient had given up on the system. The patient was afraid of using the patient programmer and hadn¿t made any adjustments herself or made any adjustments in a year. She did have several adjustments with a technician. About a year ago, the patient had a friend help make an adjustment and the adjustment caused a jerking or shocking episode. The device was adjusted to a lower level. Shortly after the episode, stimulation started sending pain through her hips, the patient saw a technician, and everything was fine. Stimulation was on and set at program 4 at 1.7 volts. The patient typically didn¿t feel stimulation and only felt it slightly when she was sleeping. She adjusted stimulation to 2.2 and then 2.1 volts. The patient had lost 35 pounds, needed to find the implantable neurostimulator (ins) site, and had been taking vesicare and oxybutynin. The patient had changed the batteries in her patient programmer and when she pressed the up stimulation button, stimulation was going down. The patient had turned stimulation back up to 2.2, left it there, and a few moments later she felt that stimulation had quit working and she stopped feeling it. She turned it back on so she turned up the stimulation. The patient was getting the stimulation level limit reached message when she was requesting to turn up stimulation and she couldn¿t go any lower or higher. Her hands were not that strong and they could possibly not be increasing stimulation. The patient changed to program 4 at 2.1, was feeling stimulation, and was able to increase stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va087sq, implanted: (B)(6) 2013, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient had stimulation at 2.8 but it still wasn¿t controlling her bladder spasms. The patient wanted to know how high she could increase stimulation. The patient¿s doctor prescribed myrbetriq to help control her bladder spasms. Sometimes the patient¿s interstim therapy worked and sometimes it didn¿t, and it had been like that since she got the implant. The patient did not have concerns with her device or therapy.

Manufacturer narrative:
(B)(4)